Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold mesh was implanted into the patient on (B)(6) 2013. An uphold device was also implanted into the patient on (B)(6)2013. The patient experienced complications, further surgery, and nonsurgical treatment. Device 1 of 2. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh), back pain,pelvic pain,and difficulties with bowel motions. Other pain: low abdominal pain. Surgical interventions: on (B)(6) 2013 the patient underwent further surgery regarding the uphold implant under general anesthesia for the following purpose: emergency surgery for ruptured bowel (approx 1/3rd of bowel removed), plus hernia repair (with mesh).